Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed "bubble in sensor error" during routine testing. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "bubble in sensor error," which was reproduced as a reload set alarm after loading a set and closing the door. Review of the event history log revealed the customer last experienced an air in line alarm on (B)(6) 2014 and between (B)(6) 2014 and (B)(6) 2016 (the date the device was received at baxter-medina) there are 80 reload set alarms. When a reload set alarm occurs the device will display "reload set tube not properly loaded in air detector". Assignable cause for the reload set alarm was determined to be low ultrasonic sensor fluid numbers and the upstream sensor was replaced. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-04123 can be removed from the FDA database.